Manufacturer narrative:
The insulin pump passed the displacement test, self-test, unexpected restart error test and off no power test. The insulin pump alarmed motor error during basic occlusion due to moisture damage on the force sensor resistor. The occlusion test, priming test and excessive no delivery test were unable to be performed due to motor error alarm. The insulin pump had moisture damage on the radio frequency board. There was no moisture damage on the motor, battery tube and vibrator assembly. All operating currents were within specifications. The insulin pump was received with cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, broken belt clip slot, cracked battery tube threads, cracked display window and scratches on the reservoir tube window.

Event description:
Customer reported via phone call moisture damage. Customer's blood glucose level was 146 mg/dl. Troubleshooting for moisture damage was performed. Customer advised they were pushed into a swimming pool while wearing the insulin pump. Customer advised there was fluid under the lcd display. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.